Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue unable to be identified because the test results (the measured values) lie within the product specifications. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3, date of event: unknown; no information has been provided to date. D4, primary UDI number: di is unknown.

Event description:
It was reported that during patient use the pump triggered an occlusion alarm. There was patient involvement, and no patient harm / injury reported.